Event description:
It was reported that an alert for charge time limit reached was observed during interrogation of the device. An in-clinic capacitor maintenance was ran on the device, and it also timed out. The patient was dnr status and the physician ordered the device deactivated. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.